Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 eddy tips broke during use at 2 different patients, this is case 1 of 2. All fragments could be removed, treatment concluded. No injury occurred.

Manufacturer narrative:
Investigation results: investigation result confirmed: no smooth breakage, melted, breakage due to thermal influence. Misuse. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.